Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred during basal delivery. The customer reported a blood glucose (bg) level of 149 (mg/dl). The customer changed the site after receiving the first occlusion alarm; then changed the cartridge and tubing after receiving the second occlusion alarm. Due to the supplies being changed, troubleshooting to determine the source of occlusion was unable to be performed. The customer reported no alarms occurred after the tubing and cartridge were changed.